Manufacturer narrative:
The call ended before the customer's personal info or product info could be obtained. It's not possible to determine the MFR date without the meter info.

Event description:
The customer stated that her breeze2 meter was reading high compared to a lab test. She stated that she adjusted her medication due to the higher readings and had to be taken to the hosp. The customer declined to troubleshoot or provide any add'l info before ending the call. No product will be returned.